Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high and low blood glucose. Customer reported of being involved in a vehicle accident due to low blood glucose. Customer was treated and taken to the hospital via ambulance. Customer's blood glucose upon arrival to the hospital was 139 mg/dl. Customer suffered a crushed vertabrae. Customer was treated with IV fluids and was released to rehab and went home on (B)(6) 2016. While in rehab, customer experienced low blood glucose of 30 mg/dl and 40 mg/dl, which were treated with glucose tabs. Customer declined troubleshooting for high or low blood glucose.